Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. While on the phone with technical support, the patient began receiving readings again and was advised to reset the device if the issue occurred again. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).